Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2017-06548. It was reported that a pericardial effusion occurred post procedure. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman ® laa closure device & delivery system was inserted via the watchman ® access system and the closure device was successfully implanted. There were no issues during the procedure. Within an hour post implantation the patient developed a small pericardial effusion around the laa. Heparin was reversed out of precaution. No intervention was necessary. The patient was stable and went home the next day